Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37612, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
Information was received from a friend or family member regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient encountered an in the box error code on their left implantable neurostimulator (ins) when using their patient programmer (pp). The caller stated that the patient was recharging about an hour before receiving the message, and were not using antenna locate feature when the message was encountered. The caller added that the pp was dropped on the carpet last week. They reported that the patient usually turns stimulation off at night and back on in the morning but they left it on during recharging session and did not turn it off due to the screen they were receiving. The caller stated that they encountered the same error code on (B)(6) 2016 but they did not remember what side it happened on. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.